Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), implanted: (B)(6) 2020 explanted: (B)(6) 2020, ubd: 10-feb-2024, UDI#: (B)(4) ; product ID: 3389-40, serial/lot #: (B)(4), implanted: 2020, explanted: (B)(6) 2020, ubd: 25-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon noticed the most distal screw/housing of the extension "sitting proud" after tightening all 4 screws on the extension connector (to the lead). The surgeon had started with the most proximal connector and held the u-ring as he advanced to the most distal connection. The surgeon attempted to loosen and fix, but the construct "seemingly fell apart". Due to the damage at the lead and housing of the extension, both devices were replaced while the patient was under general anesthesia. The issue was resolved and the patient was alive without injury at the time of the report.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3708660 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type extension product ID 3389-40 lot# va26q4p implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead d10: the lead and extension were returned. H3: the returned extension (serial # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 connector was pulled out/off at the distal end of the extension. The returned lead (lot # va26q4p) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken at the proximal end of the lead; consistent with explant damage. H6: evaluation coding has been updated. Codes 10, 213, and 67 apply to the lead. Codes 10, 114, and 19 apply to the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.